Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were less responsive and had dark spot on screen. Customer stated that the insulin pump was locked up and become non-responsive when too cold outside and louder during rewind. Customer reported that insulin pump had to change battery more often and broken insulin pump was malfunctioning. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.